Event description:
Major pump unit(s) involved: drive unit failure. Specify component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: read 'not connected' when attached to pbu. Specific component(s) involved: external controller malfunction. Additional text: read 'not connected' when attached to pbu. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller. Other intervention: implant device type: lvad. Malfunction device type:.